Manufacturer narrative:
No patient information was available beyond the reported peritonitis and reported intervention. An exact date of event was not known. Model number is xeridiem part number for the device. Catalog number is part number for xeridiem's exclusive distributor for the device, (B)(6). Since lot number was not available, full UDI and expiration date are not known. Implant date is as reported by (B)(6) in response to questions from xeridiem. An exact explant date is not known. Patient code is based on what was reported in the complaint. All other codes are based on the device not being returned for evaluation.

Event description:
The patient had to be taken to the operating room due to peritube leak and peritonitis.